Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device is not available for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The medal bullet looking object on the ends of the suture being used detached from the suture and was left in the patient's body. The doctor was unable to remove the object from patient's body. The patient's condition was reported as fine.